Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforates the inferior vena cava (ivc) wall, and that stenosis and calcifications are present in the ivc. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vascular calcifications are mineral deposits on the walls of the arteries and veins. Stenosis is an abnormal narrowing of a vessel and does not represent a device malfunction. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report of perforation, calcification and stenosis could not be confirmed or further clarified. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to specific evidence that the filter perforates the inferior vena cava (ivc) wall, and that stenosis and calcifications are present in the ivc. As a direct and proximate result of these malfunctions, the patient has suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the inferior vena cava (ivc) wall, and that stenosis and calcifications are present in the ivc. The patient reported becoming aware of perforation of filter struts into organs and stenosis, approximately fourteen years and eleven months post implant. The patient reported that because of the filter they experienced poor blood circulation in their legs which caused ulcers. Approximately fourteen years and seven months post implant an abdominal computed tomography (CT) scan was done to evaluate the filter. The results of the scan noted multiple irregularly-shaped calcifications within the lumen of the ivc at the level of the filter, and the ivc is very small in diameter and partially calcified caudal to the filter. There are some collateral veins within the subcutaneous fat of the abdominal wall. The filter struts project 4 to 5 mm outside the wall of the ivc. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency (poor circulation) and/or collateral circulation. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity. The skin of the lower legs can become thick, dry, and fragile. This may lead to ulceration of the skin - usually on the inside aspect of the leg just above the ankle. Collateral circulation is the circulation of blood established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation or malfunction of the filter. Vascular calcifications are mineral deposits on the walls of your arteries and veins. Stenosis is an abnormal narrowing of a vessel and does not represent a device malfunction. Without the procedural films or post-placement imaging and the limited information provided, the report events could not be confirmed or further clarified. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: additional information is pending and will be submitted within 30 days of receipt.

Event description:
Approximately fourteen years and seven months after the index procedure an abdominal computed tomography (CT) scan was done to evaluate the filter. The images revealed: left renal atrophy, there are multiple irregularly-shaped calcifications within the lumen of the inferior vena cava at the level of the filter, and the inferior vena cava is very small in diameter and partially calcified caudal to the filter. There are some collateral veins within the subcutaneous fat of the abdominal wall along its left and right lateral aspects. The filter struts project 4 to 5 mm outside the wall of the ivc. There is some heterotopic ossification along the medial edge of the left iliac wing. A suprapubic catheter was in place. There is soft tissue inflammatory changes due to a decubitus ulcer superficial to the sacrum. Diastases recti was noted. There was also atrophy of the gluteal musculature. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) into organs and stenosis. The patient became aware of the reported events approximately fourteen years and eleven months after the index procedure. The patient reported that because of the filter they experienced poor blood circulation in legs which caused ulcers that were "hard to get rid of."